Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was returned severed with three terminal legs returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information was received indicating the patient later expired. There were no concerns related to lead functionality at the time. The lead was returned for analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms which was detected via the patient remote monitoring system. A review on pace impedance trend revealed that last three measurements were out of range along with noise on the rv channel. Additional information indicated that the patient was scheduled for an x-ray and no resolution was made as of this moment. The system remains in service. No adverse patient effects were reported.